Event description:
It was reported that before operation, there was no stimulation response. Engineer checked that there was no problem with the device. The settings were consistent with what was displayed and the display had no response. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial (B)(6) , UDI (B)(4) h3: analysis for product ID: (B)(4) , serial number : (B)(6) found no fault in the device, functional and electrical check passed for the device. Analysis for product ID: (B)(4) , serial (B)(6) in pre-check it was found that the channel 2 self test failed and cause was the pin was loosen. H6: product ID: 8253200, serial (B)(6) fdc code is c07 and fdr code is d02. Additional code: img g02005 is for product ID: 8253200, serial (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous code d14 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.